Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the user identified safety shield failure. There was no reports of injury at this time. The following information was provided by the initial reporter. The customer stated: the pink needle eclipse cover is fragile, since at the moment of the downing the shield to cover the needle it comes out of the base.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: "material #: 368607. Lot/batch #: 1327735. Bd received 48 samples for investigation. Twenty (20) of the returned samples were evaluated by visual examination and functional testing and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
The pink needle eclipse cover is fragile, since at the moment of the downing the shield to cover the needle it comes out of the base. Customer provided to us the additional information below. Quantity affected: 2. Was there any impact to patient/health professional? Yes. Was medical intervention needed? No. Can you explain the situation when the safety (pink) shield came off the device? After taking the sample from the patient and lowering the pink protector, it came off and the collaborator punctured his thumb with the contaminated needle. At what point during the procedure did this occur (preparation, venipuncture, safety shield activation, etc.)? Security shield activity. Was a holder used?  Yes. If yes, when putting on holder, is the shield being used to tighten the needle into holder? I do not understand the question. How are the needles stored (stored in the box, loose in a different container, etc.): in the same box these come in. How is the safety shield being activating? (Ex.: using thumb to activate the safety shield, using a hard surface, etc.): using the thumb. Did the safety shield fall off in one piece or was it broken? The cover came out in one piece. If the shield did not fall off in one piece, which part of it was broken? (Ex.: at the hinge, top half of the shield, etc.): nothing is broken, these are fragile. Pictures availability: I don't have. Physical samples availability: I have 4 needles.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the user identified safety shield failure. The following information was provided by the initial reporter. The customer stated: the pink needle eclipse cover is fragile, since at the moment of the downing the shield to cover the needle it comes out of the base. Additional information received after taking the sample from the patient and lowering the pink protector, it came off and the collaborator punctured his thumb with the contaminated needle.

Manufacturer narrative:
B.1. Activity type: reported event is both an adverse and product problem. B.5. Event description. It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the user identified safety shield failure. The following information was provided by the initial reporter. The customer stated: the pink needle eclipse cover is fragile, since at the moment of the downing the shield to cover the needle it comes out of the base. Additional information received after taking the sample from the patient and lowering the pink protector, it came off and the collaborator punctured his thumb with the contaminated needle. H.1. Type of reportable event : serious injury. Annex a code: (B)(6) -safety shield failure.